Event description:
A follow up is being filed to correct a typographical error pertaining to the alert date. The alert date was (B)(6) as initially reported. Rep reported that after many attempts to program the valve it finally programmed, however the patient still progressed towards hydrocephalus and therefore the device was revised. It was communicated that the device was discarded.

Manufacturer narrative:
Please noted that we do not use therapy dates listed with the concomitant devices. The date provided is todays date. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.